Event description:
Voluntary medwatch received and attached. It was reported that during a filter placement procedure, the filter did not deploy completely. The insertion site was the left femoral vein. Following insertion of the unk MFR's guide wire, the tract into the left femoral vein was sequentially dilated over the guide wire. The greenfield vena cava filter was then passed into the inferior vena cava such that the tip was at the midportion of the second vertebral body, and the legs were at the bottom of the third vertebral body. The greenfield vena cava filter was deployed; however, it did not spring open. Per fluoroscopy, it was shown that "the umbrella did not deploy completely to fill the circumference of the vena cava." A second greenfield vena cava filter was placed a little bit lower than the bottom of the third lumbar vertebrae. The second filter deployed properly and was well situated. The physician felt that the pt was adequately protected with placement of the second filter. Pt status was reported as "okay."

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval, and the filter remains implanted; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.